Event description:
It was reported that the right ventricular (rv) lead tripped the tone alert warning for oversensing with short interval counts (sic). The tone alert was programmed off until lead replacement. The lead was later capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).